Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fcx8, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a infection at the pocket site of their implantable neurostimulator (ins) with erosion of the pocket also noted. Additional patient symptoms of fever, pain, redness, and swelling at the device pocket were reported. A culture of the device pocket grew (B)(6). The ins was scheduled to be explanted on (B)(6) 2014. It was unknown if antibiotic treatment was necessary. Follow up information received on (B)(6) 2014 reported that the ins and lead components were explanted on (B)(6) 2014 and discarded at the hospital facility. At the time of post-op, the patient was reported as doing well. The patient did receive antibiotics and was to follow up with the surgeon at his office in 2 weeks. If additional information is received, a follow up report will be sent.